Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona stemmed tibial component, catalog # 42532007901, lot # unknown; persona all poly patella, catalog # 42540000038, lot # unknown; unknown persona articular surface, catalog # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06261, 0001822565-2018-06262, 0001822565-2018-06267. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported the patient underwent an initial knee arthroplasty four years ago. Subsequently, the patient was revised due to unknown reasons on an unknown date. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Primary medical records were provided and noted no intra-operative complications. After 5-days of post-ops patient experienced pain, therefore, the patient was treated with plexipulse and ice to both knees. The revision surgery medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision due to instability. The articular surface was exchanged.

Manufacturer narrative:
Medical products- persona articular surface ps, catalog # 42512401011, lot # unk palacos rg 1x40 single, catalog # 00111314001, lot # unk our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.